Manufacturer narrative:
Lot review: a review of suspect lot#3059623 showed (B)(4) units were manufactured, tested, inspected and released in june 2015 with no anomalies cited. Incoming inspection: 5/23/2016 - received one (1) used ch2000s-c, spinning spiros, lot# unknown. No mating devices were returned. Blood was visible in the spiros. Functional testing: a single used ch2000s-c spinning spiros was returned with the spin feature activated. The spin feature residual torque was measured 0.16in-lbs. The ch2000s-c spinning spiros was hydrostatically pressure leak tested. No leakage was observed in the activated or unactivated positions. Analysis summary: the complaint of the used ch2000s-c spinning spiros disconnecting from a trifuse set was unable to be confirmed or replicated. No mating devices were returned to evaluate with the used ch2000s-c spinning spiros. The residual torque was low and not likely to result in a premature disconnect. The used ch2000s-c spinning spiros was pressure leak tested and no leakage or disconnect occurred during testing.

Event description:
Complaint regarding multiple ch2000s-c, spinning spiros, lot# unknown. Report states, "ch2000s-c disconnected from primary trifuse extension set causing system to open up and fluids along with chemotherapy to spill". No serious adverse patient consequences reported.